Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. Onsite service was scheduled but was cancelled by the customer so the issue is not confirmed. Good faith effort (gfe) attempts were made to obtain additional information regarding this event. However, the customer did not respond. The cause of the issue and resolution are unknown. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating extremely long delays with alarms and alerts. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
H6 evaluation results changed from FDA c code c92084 [no findings available] to c92083 [no device problem found]. A good faith effort (gfe) response was received from the biomedical engineer indicating that the alarm was not delayed and the issue could not be duplicated. The biomed indicated that the alarm was tested with a fluke patient simulator. Both low and high pressure were simulated, and in both case the yellow alarm banner with audible low sound alarm was displayed at the central monitoring unit. The system was found to be working properly, and alarming as should be for low and high pressure. The issue was not confirmed and the device remains in the use. The investigation concludes that no further action is required at this time.